Event description:
A customer obtained a non-reproducible, higher than expected vitros trop I es result predicted from a single patient sample while using the vitros 5600 integrated system. A vitros tropi es result of 0.309 ng/ml vs. A correct result of <0.012 ng/ml was predicted. Per the customer's internal laboratory procedure, any sample from which a vitros tropi value >0.120 ng/ml (acute myocardial infarct cutoff) is predicted on initial testing must be retested to verify the result prior to being reported from the laboratory. Therefore, the non-reproducible and higher than expected vitros tropi es result was identified prior to being reported to a health care provider. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if not detected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was predicted from a patient sample using the vitros 5600 system. Investigation concluded an instrument issue was the most likely assignable cause. Vitros tropi es precision testing was performed which demonstrated the vitros 5600 system was not performing optimally. An ocd field engineer performed service actions to optimize the system's performance. Following these actions, the system performance was verified by performing a vitros tropi es precision test. The investigation also confirmed that the samples involved were not processed in accordance with the sample collection device manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.